Event description:
The customer called into technical support (ts) reporting that during preventive maintenance, the device is displaying a 35-volt diagnostic code 111b, 1104 (post) backup alarm failed, 1115 auxiliary alarm supply failed and the touchscreen was unresponsive and would not allow the device to turn off. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. A philips field service engineer (fse) was dispatched. Following the evaluation of the device, the fse replaced the pm board to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed.